Event description:
It was reported that the lead was explanted due to several vf episodes of noise. Two months later, patient returned for follow up and again there were noise vf episodes. The device was explanted.

Manufacturer narrative:
The reported noise was confirmed via review of stored electrograms. The noise appeared intermittent and cleared once charging was initiated. The device was tested manually on the bench and using automated test equipment and no anomalies were found. Thus, the noise results from an intermittent loading mechanism in the hybrid circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.